Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds. High pacing impedance, undefined in various pacing configurations, was also noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.